Event description:
Reporter alleged obtaining discrepant blood glucose results of 228 mg/dl back to back with a result of 84 mg/dl when testing was performed within 3 minutes of each other on the compact system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.